Event description:
Facility reported the patient experienced bleeding in the anterior chamber when the cannula and huer lok disengaged from the syringe barrel during a phaco surgical procedure. The surgery was reportedly, "positively concluded". Follow-up information was received form the surgeon in 2005. He stated that a small blood clot was present from the posterior chamber to the pupillary center. The intraocular lens (iol) appeared to be placed in the posterior chamber. He reported difficulties observing the eye fundus due to the presence of deep chamber folds. No traumatic retinal lesion noted. The surgeon did not feel it was possible to determine if this event may result in permanent impairment.